Manufacturer narrative:
The balloon catheter afapro28 with lot number 73753 was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for nine applications on the event date. The catheter failed the performance test because the system notice (B)(4) (indicating that the safety system detected fluid in the catheter and stopped the injection) was triggered. There was blood inside of the balloon and handle. The dissection test showed kinks on the guide wire lumen at 0.26 inches and 0.78 inches. The pressure test showed a breach through the kinks on the guide wire lumen at 0.26 inches and 0.78 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to a kink and breach on the guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.